Event description:
It was reported that, "the screw has backed out of the insert." A revision surgery was required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.